Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery. One heartstring seal cracked while loading the seal into the delivery tube and one heartstring seal did not deploy out of the delivery tube into the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.